Event description:
Per the clinic, the patient developed a non-device related middle ear infection, subsequent to sustaining an osterio-inferior perforation in the tympanic membrane. Treatment of the infection was unsuccessful, resulting in the decision to explant the device (date not reported). It is unknown whether there are plans to re-implant the patient, as of the date of this report.